Event description:
It was reported an error occurred. The programmer was returned for service. No patient involvement or complications were reported.

Event description:
It was reported an error occurred. The programmer was returned for service. It was further reported during usb (universal serial bus) software load, "fatal error" occurred. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device powered up with "software update was not complete" error. Noisy system fan.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.